Manufacturer narrative:
The gore® excluder® conformable aaa endoprostheses instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. The fsa reported that follow up images revealed a proximal type I endoleak. Reportedly the patient has a calcified angled aortic neck with 2cm of aortic neck. A reintervention on (B)(6) 2023, the physician ballooned the proximal segment of graft. "There was no obvious endoleak, but we ballooned the neck". The physician feels there is not a type 1a endoleak and there is no aneurysm sac enlargement, the sac is stable. The patient tolerated the procedure.

Manufacturer narrative:
Addition b6. Addition h10/11.